Event description:
(B)(4). I had the essure procedure at the end of 2010. When they were done they told me that I would be in pain for a couple days and that would be all. I have had chronic pelvic pain and lower back pain since that day. My periods are either very heavy and painful or very light and last all month. I have also had side effects like: hair loss, weight gain, cramping, severe bloating, excessive discharge, constant fatigue. I am having a partial hysterectomy in (B)(6) of 2015. I finally found a doctor that believed me!